Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Total 10 products occurred breakage suture issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, d4. Corrected data: d4 UDI. H3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a needle and one suture was received for analysis. Product code vcp433. The swage and attachment area were noted as expected during the visual inspection of the needle. The barrel hole of the needle was examined under magnification and remnant suture was found. The suture was examined, and although the diameter of the suture in the tipping area was noted with significant difference in suture¿s diameter and coloration. Besides that, the end was observed to be broken. This condition is most likely related to improper tipping, as the suture is breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.